Manufacturer narrative:
Concomitant medical products: product ID 977a290, lot# serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 06-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that leads were originally place for left side. The surgeon explanted the leads on (B)(6) 2021 due to migration. Rep wasnt notified if this until today (B)(6) 2021 and no reps were present for lead explant. Today new leads were placed for left side. And the same ins was used and placed in right flank. Impedances are within normal limits. The issue was resolved.